Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The device was not returned for evaluation. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction cannot be verified without the returned product. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D10: device was not returned. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device was not returned. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient ID not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog and lot number not provided/unknown.

Event description:
It was reported that the mount did not engage the implant properly. As a result, the implant fell to the ground. Another implant was placed during the same surgery. Tooth site 21.